Event description:
It was reported that an ilet user experienced intermittent unresponsiveness of the device¿s sleep/wake button, though the button functioned during the call. Symptoms included no clinical effects. Outcomes included no impact on health or daily activities. Investigation included user education and troubleshooting by customer support. Investigation of this case revealed that the device was operational at the time of contact and alternative methods to wake the device were reviewed. It was concluded that the event was non-serious and user counseling resolved the concern.